Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an alarm while at school and the bolus may have been interrupted. The customer's blood glucose (bg) level was 411 mg/dl and the school nurse administered an insulin pen injection to lower the bg level. As the contact did not have the pump when tandem technical support was contacted, troubleshooting to determine a possible cause of the alarm was unable to be performed.